Event description:
It was reported by the customer that they have had a few syringes break off at the hub. No information was received regarding any serious injury as a result of these reported issues.